Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Although unable to duplicate the reported issue, replaced the mobile view station (mvs) monitor as a precautionary measure. All cables have been re-seated and no open wires noted that would cause a loss of video signal. Verified that the hard drives in the mvs cpu were secure and seated. The system booted each and every time during repair / inspection. System is fully functional, staff notified. In addition to the above inspection, the imaging system, in its entirety, was replaced with a different system. The system has been returned, along with the suspect monitor, for evaluation although analysis is not yet complete.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) monitor turned black after the system was booted up. It was reported that the screen was on and displaying the patient information screen for a few minutes before it went black. There were no errors displayed on the system pendant. The video cables and cable were re-seated at the mvs computer and monitor, the system was restarted twice, and the system was pulled to an isolated power outlet, all without resolution. The use of the imaging system and medtronic navigation was discontinued because of this issue after a reported delay of 20 minutes. The procedure was completed successfully without the imaging system and the patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect monitor confirmed the reported problem. Passed visual inspection. Install monitor onto test system. Monitor powers down after a few hours of use. Will not power back on until cooled down or waiting several minutes. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
The imaging system was returned to the manufacturer for analysis. The imaging system was found to be fully functional with no problem found following the confirmation of the damaged monitor that was previously filed. Visual inspection found non-functionality affecting wear and tear on the imaging system.